Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned to manufacturer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside the sterile packages. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The complaint is confirmed through visual inspection of the returned product. Visual inspection of the cavity confirms there is debris found within the cavity. The seal was still intact when product was received for inspection. The reported event occurred during the manufacturing process. Review of the device history records and identified no deviations or anomalies. Reported event is related to the product packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.